Manufacturer narrative:
Intuitive surgical received the monopolar cautery hook instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation if were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that after sterile processing, the monopolar cautery hook instrument was observed to have broken cables. There was no patient harm, adverse consequences, or associated procedure involved with the reported event.